Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of staphylococcus aureus which is an organism that is normally found on human skin and nares and frequently associated with peritonitis infection in pd patients. The pd nurse reported the patient admitted to not wearing a face mask during the pd exchange. Therefore, based on the information available the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique, as reported by the pd nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. During additional follow-up, a pd nurse stated the patient was experiencing cloudy pd effluent. As a result, the patient went to the hospital on (B)(6) 2020 and was admitted with peritonitis. Per the nurse, a pd culture was obtained (on (B)(6) 2020) yielded growth of staphylococcus aureus. While hospitalized, the patient is reportedly being treated with unknown antibiotics. Additionally, the patient required removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remains hospitalized at the time follow-up was completed. However, the nurse stated the patient is recovering from the peritonitis event. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse states the peritonitis was associated with a breach in aseptic technique as the patient admitted to not wearing a mask during the pd exchange.